Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the tubing of the enteral feeding set disconnected from the silicone part when turning on the infusion pump. The set did not infuse the diet and leaked into the infusion pump. There was no patient injury.